Event description:
According to the reporter the reload was placed onto idrive powered handle but would not fire. Another load of the same lot was loaded and fired. Current patient status is good. There was no patient injury/hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than 1 inch. There was no unanticipated blood loss of more than 500 cc. There was no delay in surgery of over 30 minutes. There was no device fragment that fell into or was left in the patient.